Event description:
It was reported that the insulin pump was overdelivering insulin. The blood glucose reading is 254 mg/dl. The customer is nine years old. Customer's father stated that the customer has been running low for the past 5-6 days. Advised caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had scratched and cracked display window, cracked reservoir tube window and broken belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.